Manufacturer narrative:
Result: a review of the mfg records for the device verified that the lot met all pre-release specifications. The imaging eval stated the following: flow reversal was reportedly achieved and the lesion was predilated. Note: the provided image set was not sufficient to confirm that neuroprotection (flow reversal) had been obtained. Immediately prior to stenting the gore balloon sheath button ruptured and flow reversal was lost. It could not be determined if a distal filter was used for protection following gore balloon sheath rupture. Fluoroscopic imaging of the intracranial anatomy was not furnished prior to or following intervention.

Event description:
It was reported a pt underwent carotid artery stenting and angioplasty in the freedom study. A gore flow reversal system was selected for embolic protection. Flow reversal was achieved, and the lesion was predilated. However, immediately prior to stenting the gore balloon sheath balloon ruptured and flow reversal was lost. Stent placement was successful. The pt did well following the procedure.